Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that a subject in a clinical trial, 508-013, experienced difficulty with dialysis with infiltration and loss of thrill. Thrombosis was verified in clinic requiring thrombectomy and revision of the hero device.